Event description:
Customer reported an alarm 2 and multiple previous occlusion events. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Follow-up for additional assistance was requested due to frequent occlusion issues.